Event description:
Ous MDR. Pacing losses were observed during the first follow-up. The impedance measurement showed values vacillating between 66 ohms and > 3200 ohms. The device was explanted.

Manufacturer narrative:
Ous MDR. The complaint can be confirmed. The pacemaker showed no output pulse in the incoming goods inspection, and the lead impedance measurement of the device showed values vacillating between 236 and > 3200 ohm, no matter what lead load was connected. The pacemaker could, however, be interrogated by telemetry and programmed. Based on the telemetry data, the power uptake of the pacemaker is according to specifications. Non-destructive tests were performed, including vibration and changes in temperature. The above-described state of the pacemaker did not change under these circumstances. The memory contents of the pacemaker were studied. Nothing abnormal was found. After reprogramming and changing of various data in the pacemaker did not provide further results, the pacemaker was reset and thus put to the factory settings. Even after this, the pacemaker did not deliver any pacing pulses.